Event description:
It was reported that t:slim x2 pump battery would not charge, with charging connection remaining unstable and not recognized despite use of tandem charging cable and wall adapter and no visible damage to usb port. There was no reported impact to the customer¿s blood glucose level. Customer tried leaving pump connected to working outlet for extended period and also tried different charging cable without success, and technical support arranged shipment of replacement tandem cable and wall adapter, advising customer to rely on multiple daily injections if pump battery depleted before replacement supplies were received.